Manufacturer narrative:
Stryker was unable to duplicate the failure of the device to deliver defibrillation shock. After replacing the therapy pcb assembly as a precautionary measure and the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned for use. Based on the information available, physio-control has determined that the cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation, by physio-control, it was observed that the device logged an event code which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the customer reported issue. Upon initial evaluation, by stryker, it was observed that the device logged an event code which is related to a potential failure of the device to deliver defibrillation energy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation, by physio-control, it was observed that the device logged an event code which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.